Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the issue with fluoroscopy and exposure. Upon functional testing, the fse found that the issue with the wired foot switch that caused the pedal to intermittently not shoot x-rays. Review of the system logfile showed, acquisition not executing correctly after xsc: system interface message error. The fse replaced the wired foot switch and performed the functional check of the system. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that there was an issue with fluoroscopy and exposure. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.